Event description:
It was reported the patient experienced a loss of therapeutic effect. The therapy was fine until about 1 1/2 weeks ago before the event was reported. Food was taking 4- 5 hours to be digested. The patient's blood sugars were "out of whack" and he had an infection or rash on his body like he had before the stimulator. He was to see his dermatologist the following day regarding the rash. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).